Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the gripper line break. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Imaging was difficult due to the tilted and rotated heart. The clip delivery system (cds) was advanced and placed at a2p2. During multiple attempts to place the clip more medial, the gripper line broke. Troubleshooting was performed and the clip and cds were removed without issue. A second cds was advanced however was moving lateral instead of medial due to the cds wrongly keyed; therefore the cds was removed. The cds was then re-inserted however the patients cardiac output dropped and a pericardial effusion was noted. The patient went into arrest; medication was administered, de-fibrillation and pericardiocentesis were performed however the patient expired. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar complaints reported from this lot. Based on the information reviewed and without the device to analyze, the reported gripper line break was due to procedural conditions. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar complaints reported from this lot. Based on the information reviewed and without the device to analyze, a cause for the reported gripper line break could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.h10: additional manufactures narrative updated.